Event description:
(B)(4): it was reported that the glass of the in-light camera cover was allegedly chipped. There was no patient involvement reported and no adverse consequence reported. It was reported that two camera covers were allegedly chipped. Another medwatch report will be filed under 2031963-2012-00105.

Manufacturer narrative:
The camera cover involved in this report has not been returned for evaluation. It was reported that the customer has already disposed of the in-light camera covers so no further evaluation will be available on this cover. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Evaluation summary: the glass of the sterilizable in-light camera cover was reported to have shown signs of cracking. Samples of cracked camera covers from previous reports have been returned to the manufacturer and visually evaluated although the camera covers involved in this particular event will not be returned. Furthermore, a stryker engineer visited a customer account for additional evaluation regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no patient involvement and no report of any adverse consequences to the patient or caregiver.